Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the catheter was cut near the distal end of the black exit marker. It was also noted that the balloon was burst. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors encountered during the procedure, such as the manner the device was handled and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a balloon dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, an attempt to inflate the balloon was made; however, the balloon would not inflate due to a hole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.